Event description:
The complainant stated the left coiled cable is cut due to being entangled with the left head caster and bare metal wires are visible.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.